Manufacturer narrative:
The device was returned to the manufacturer for analysis. Could not confirm reported problem. System control board was installed in the o-arm system ((B)(4)) and ran without any issues. The system control board was replaced. The system is ready for use. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while turning the ias power switch to the right the lateral shift 'made a sound of movement'. The whole system then powered down without following the normal shutdown process. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.